Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% was missing label information. This event occurred 2 times. The following information was provided by the initial reporter: damaged.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306573 and lot numbers 1005958 and 1139546. The review determined that all product was released in accordance with defined specifications. For lot number 1005958, one second sampling was performed for damaged case cartons. The second sample was found to be within acceptable limits and all inspections performed with correct results. For lot number 1005958, the pictures showed broken shelf cartons with holes and flaps not sealed well. For lot number 1139546, the pictures showed broken and damaged shelf cartons with defective labels. Damaged shelf cartons may occur in the secondary packaging station if a jam happens. If a jam occurs, all material must be moved away and inspected. In the tertiary packaging station, shelf cartons may also become damaged if a malfunction causes the shelf cartons to be placed in the case carton incorrectly. Holes in the shelf cartons may occur if the secondary packaging station is not well adjusted. The station arms may apply too much pressure or pick up the syringes incorrectly so that the syringe breaks the shelf carton upon placement. This type of issue usually affects the bottom of the shelf carton. Shelf cartons that were not properly closed could be due to defective material, poor casting, or high humidity, which can lead to package breakage. The defective labels were caused by a defective label roll, which led to improper adhesion and damage to the surface of the shelf cartons once in contact with the case carton.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% was missing label information. This event occurred 2 times. The following information was provided by the initial reporter: damaged.